Event description:
It was reported that the surgeon inserted a cc4204a collamer plate lens and changed his mind. The lens was removed without any pt injury.

Manufacturer narrative:
No complaint against lens. Visual inspection of the returned product showed evidence of a clear surgical residue, however, there was no visible damage to the lens.